Event description:
No additional information received material#: unknown batch#: unknown it was reported by the customer that patient reported one of her diluent syringes leaked while mixing the vial, exact date unknown. Patient stated she had to discard the vial because of this and dose not have on hand for return, but did not report any missed doses. Verbatim: rcc received a complaint via email. Email(s) attached tw 4533041 ¿ leaking ¿ (reconstitution syringe ¿ size and catalog numbers unknown). Lot numbers: unknown, not obtained / reported via takeda follow ups. Takeda awareness date: 27aug2024. Indication: patient reported one of her diluent syringes leaked while mixing the vial, exact date unknown. Patient stated she had to discard the vial because of this and dose not have on hand for return, but did not report any missed doses.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: unknown batch#: unknown. It was reported by the customer that patient reported one of her diluent syringes leaked while mixing the vial, exact date unknown. Patient stated she had to discard the vial because of this and dose not have on hand for return, but did not report any missed doses. Rcc received a complaint via email. Tw (B)(4) ¿ leaking ¿ (reconstitution syringe ¿ size and catalog numbers unknown). Lot numbers: unknown, not obtained / reported via takeda follow ups. Takeda awareness date: 27aug2024. Indication: patient reported one of her diluent syringes leaked while mixing the vial, exact date unknown. Patient stated she had to discard the vial because of this and dose not have on hand for return, but did not report any missed doses.